Event description:
Complainant alleged that during biomed testing the device's pacer rate and pacer output were erratic. Complainant indicated that there was no patient involvement in the reported malfunction.